Event description:
It was reported that a pump emitted an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer initially followed technical support's advice to clean the pump's speaker holes and reset the pump, which involved removing and reconnecting the cartridge. The customer also shut down the pump for a reset without instruction and successfully reloaded the cartridge, resuming insulin deliveries. Technical support confirmed that the pump resumed normal operation and provided tips to prevent future altitude alarms, which the customer acknowledged.